Event description:
Boston scientific received information that this patient received a shock, and three days later a device evaluation was performed which showed this cardiac resynchronization therapy defibrillator (crt-d) was in safety mode; therapy was still available. Boston scientific technical services (ts) discussed that the device should be replaced and the right ventricular (rv) lead integrity needs to be assessed as there is concern of a lead issue due to the recent shock. Subsequently, surgical intervention was performed. No testing on the rv lead was performed at the procedure. Instead, the physician chose to explant and replace both the generator and rv lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device status confirmed rv pacing and single-zone shocking remained available. Several attempts were made to program the device out of safety mode. None were successful. Analysis of device memory identified several faults indicating issues with the device¿s random access memory (ram) and hardware. Next, the device case was removed to facilitate analysis of the internal components. The battery was removed and replaced with an alternate power source. No high current drains were noted. Detailed examination and analysis determined that a piece of the internal circuitry was not functioning as intended, resulting in the device detecting the recorded faults and reverting to safety mode.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--